Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 4 accolade ii 127 deg; 6721-0435 ; 81994702; lot# unknown. Delta v-40 ceramic head 36/0; 6570-0-136 ; lot# unknown. Tridentii tritanium cluster52e; 702-04-52e; 81014801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to infection. All components were removed and a new permanent stryker hip construct was implanted. Rep confirmed that no further information will be released by the hospital or surgeon.